Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
An ophthalmologist reported that approximately ten years following cataract extraction with intraocular lens (iol) implant procedure, the patient presented with a 1.50 d myopic shift. The doctor noted on slit lamp exam that the inferior segment of the iol appears to have expanded; it appears to be larger than the superior segment. The doctor noted that the eye was clear otherwise and no other issues are apparent. The lens appears straight and centered. Additional information has been requested.